Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial lead, it was noted that the atrial lead exhibited noise. The atrial lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Event description:
New information noted that the atrial lead exhibited failure to capture.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.